Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 541 mg/dl at the time of incident and current blood glucose value was 271 mg/dl. Customer reported that the insulin pump pump did not pump the insulin and the time was off by 2 hours. Customer was not using auto mode feature. Customer treated with insulin pen. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.